Manufacturer narrative:
The insulin pump was received with act, b and up arrow buttons unresponsive due to flattened button dome switches. No unlock on lcd keypad connector noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Pump had minor scratched display window. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad issues. Customer's blood glucose level went up to 700 mg/dl. The customer's current blood glucose level was 423 mg/dl. The customer has not treated their current blood glucose level. The buttons were hard to press and were sticking. The customer treated their 700 mg/dl blood glucose level with a shot. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.